Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not starting. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name and initial reporter- (B)(6). Event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site telephone, event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit, the report does not reflect the fse's visit. The customer called off the operation because it turned out that he had put the pump on the trolley incorrectly after reading the proper IFU's. The issue seems to be from an improper docking of the console. Customer called off our service, hence there will be no report. The record will be updated as more information becomes available.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( medical device ¿ problem code ).

Event description:
N/a